Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. In addition, the patient had been without stimulation for several months and her programmer reflected a communication error. However, the patient could not recall what the error reflected. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model.